Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation is on-going. The manufacturing records were reviewed and no complaint related issues were found. The two level vectra plate was returned without any screws. There are circular markings over every screw hole, indicating the use of the removal driver. Three of the six locking clips are severely damaged, which can also occur during removal. There are no signs of use with the dts holes, which set the trajectory for the screws. One distal screw hole shows some markings on the under side of the plate. The markings on the underside of the plate most likely show that the screw was inserted at such an angle that it interfered with the plate. This most likely shifted the screw off-axis and prevented it from locking to the plate.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A visual inspection of the photos of the part was conducted. It is visible that all locking clips are more or less deformed. Because of these deformations it would have been impossible to check the relevant dimensions of this plate. It is visible that there are stress marks around the holes at the top of the plate. These stress marks and the deformed locking rings are an indication that the complained malfunction was caused by an excessive angle of the screws during the insertion.

Event description:
A report was received regarding implantation of a cervical plate. During the procedure, the surgeon was unable to seat or lock down the last screw. The surgeon replaced the last screw with another screw. The second screw also would not seat or lock down. The surgeon examined the plate and noted that one side of the clip was not visible. The surgeon removed this first plate and replaced it with another plate to complete the procedure. The procedure was prolonged by 20 minutes. No adverse effect to the patient was reported. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.